Event description:
A failure to interrogate a device with the subject programmer was reported.an investigation is required.

Manufacturer narrative:
Preliminary analysis revealed that the programming head was most probably not well connected or not working. No anomaly was detected at programmer level.

Event description:
A failure to interrogate a device with the subject programmer was reported. An investigation is required.

Event description:
A failure to interrogate a device with the subject programmer was reported. An investigation is required.